Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they changed the batteries and cleaned the battery cap but the issue persists. Customer stated they did not hold down any button for longer than three minutes. Customer stated they did not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 306 mg/dl at time of reporting. Nothing further reported.